Event description:
On (B)(6) 2013 it was discovered that the patient's explanted generator was returned to the manufacturer for product analysis at settings indicative of a faulted system diagnostics test; output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No patient adverse events were reported to have occurred due to these settings. Good faith attempts for further programming history have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.